Manufacturer narrative:
In follow-up with a medela clinician on (B)(6) 2016, the customer stated that she was prescribed apno for thrush, which resolved her issues. The customer was sent replacement parts and has since not reported any issues. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer¿s thrush. Reported issues of thrush are under investigation in (B)(4).

Event description:
The customer reported to medela customer service on (B)(6) 2016 that she was experiencing pain with her pump in style advanced breast pump - backpack.